Event description:
It was reported that during surgery the ratchet was not turning or engaging. No harm was reported and another device was used to complete the procedure. A 15 minute delay was noted to have occurred during the procedure. No adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a supplemental/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the ratchet was not engaging; the comb was damaged. The comb, carrier guide, roller, gear, right side plate, bushing, top hinges, washers, shoulder bolts, and cap nuts were replaced. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.